Event description:
Female pt has history of malignant neoplasm and underwent bilateral mastectomies in 1994 at another facility. The pt presented to the operating room on (B)(6) 2014 for removal of ruptured bilateral silicone breast implants. Procedure: explantation of l silicone implant, reconstruction left breast with saline implant, left superior capsulotomy, left. Left strattice sling suspension; reposition left breast. Right partial capsulectomy; right capsulorrhaphy; explantation right ruptured silicone implant; right breast reconstruction with saline implant.